Event description:
Patient was admitted to operating room for tonsillectomy and adenoidectomy. At the end of the procedure it was noted that the patient had a burn on right lateral inferior lip. Patient was discharged as scheduled.======================manufacturer response for electrosurgical generator, forcetriad (per site reporter)======================regional sales manager and sale rep representative came on site to evaluate situation. No cause for burn was immediately identified.